Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the emergency room on (B)(6) 2021 due to hyperglycemia. Blood glucose level was unknown. Customer treated with manual injections or insulin pen. Customer stated that the insulin pump kept getting insulin flow block alarm. Customer was not using auto mode feature at the time of reported high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Insulin pump will be returned for analysis.